Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms and a pump stoppage on (B)(6) 2020. X-rays submitted for review contained no obvious areas of concern. The patient will be monitored. Log file analysis showed a pump stop event on (B)(6) 2020 causing low speed and low flow hazard alarms. The event occurred while the patient was connected to the power module. The duration of the event was approximately 3 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported pump stoppage event and associated alarms; however, a specific cause for this event could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings appeared consistent with a potential driveline issue. Additionally, an analysis of the log file also confirmed low flow alarms. The account communicated that the low flow alarms were due to comorbidities. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported comorbidities could not conclusively be established through this evaluation. The submitted log file contained data from 23nov2020 through 09dec2020. Low flow alarms were observed throughout the duration of the file. Additionally, a pump stop event was observed on 30nov2020 while the patient was supported by the power module. This event was associated with low speed and low flow hazard alarms, and appeared consistent with a potential driveline issue. The pump ramped back up to its set speed without issue after the event. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jan2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii lvas instructions for use (IFU) and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Both documents also address all system controller alarms (including low speed and low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no symptoms. Patient had a recent history of increasing low flow events due to comorbidities. Patient is stable and found no further issues. Patient was sent home with ungrounded cable. Plan of care is to monitor and observe for further issues.

Manufacturer narrative:
Section b5: correction - log file analysis showed a pump stop event on (B)(6) 2020 (11nov2020 was the date used in the initial report but was incorrect).